Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the suture of the first proglide was successfully placed in the common femoral artery using a 6f sheath using the preclose technique. During attempted suture placement of the second proglide device, the marker channel was flushed but no back flow appeared. The sutures of another proglide device were successfully placed using the preclose technique. The sheath was upsized to 20f for the evar procedure. The evar procedure was completed and hemostasis was achieved with the successfully placed sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device, but not established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no flow from the marker lumen was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material records or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents for unsuccessful arterial blood marking reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.